Manufacturer narrative:
This supplemental report is being submitted to report the additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the unit was delivered to the customer on october 6, 2015. The legal manufacturer reported that the most probably cause for the reported event is the following: emergency light turns on and e103 fault occurs. E102, e103 caused by igniter failure. Approximately five years have passed since the device was delivered, and it is assumed that the igniter deteriorated and failed due to repeated use for a long period of time. E102, e103 may occur due to malfunction of the igniter and the main lamp cannot be turned on. Loose scope connector socket (socket tab not protecting pin). Approximately five years have passed since the device was delivered, and it is speculated that the tabs of the output connectors were worn out due to repeated use for a long period of time. Corrosion in the air tube. Approximately five years have passed since the delivery of the equipment, and it is assumed that the air tube was corroded by repeated use for a long time.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed due to a faulty igniter causing the main lamp not to ignite. Additionally, inspection found corrosion in air tubing and loose scope socket tab not protecting the socket pins. Olympus is pending approval from the user facility to complete service on the device. If new or additional information is provided following service, a supplemental report will be provided. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported the clv-190 was giving a error 102 and error 103 . It was reported that the lamp turned on but they could not put it back in standby mode. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.